Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hip surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle was came away from suture. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.